Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the his lead, due to severe myocardial fibrosis, the fibrous tissue embedded in the tip could not be removed, which affected the subsequent implantation. His lead was removed and replaced. No patient complications have been reported as a result of this event.